Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was treating a moderately calcified and non-tortuous lad lesion. A stent was successfully implanted in the distal lad. The physician attempted to use a resolute onyx rx drug eluting stent to treat the proximal lad. There were no issues during prep or inspection. Lesion was not pre-dilated. Device was inflated to 18atm. It was reported that after the stent was implanted the patient complained of chest pain. Patient was on dapt at the time of the event. The physician suspected stent fracture and decided to use ivus treatment to confirm if there was a stent fracture or any other issue causing the patient's discomfort. It was reported that due to severe chest pain, the patient became unstable and ivus was not an option. The physician implanted a non-mdt stent inside the previously implanted resolute onyx. Patient reported as stable.

Manufacturer narrative:
Procedural images were provided for review. The lesion site in the proximal lad is visible from the images. Pre-dilation of both the proximal and distal sides of the lesion is evident from the images. The lesion was treated with two overlapping stents. There appeared to be distortion on the distal stent where the stent was deployed across the ostium of the diagonal branch. The profile of the proximal stent is compromised by the focal calcification in the proximal end of the lesion. This calcification appears to impact of the stent profile and it appears that the previously adjacent non- welded stent wire has been pushed apart due to the presence of the calcification in the vessel. The proximal and distal stents were both post-dilated and another stent was deployed inside the proximal stent. The calcification is still evident and it continues to impact the profile of the deployed stent. The vessel morphology appears to have impacted on the stent profile. There is no evidence of stent fracture from the images. It appears most likely that the hardened plaque protruding through the stent resulting in what appeared to be a stent fracture. It appears likely that the tight proximal lesion resulted in the symptoms experienced by the patient. Although an exact root cause for the issue could not be determined it appears most likely that the issue is either related to the attempt to use the device in a difficult target lesion or related to procedural factors. The device has not been identified as the root cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.